Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the cephalic vein. The 99% stenosed shunt was located in the moderately tortuous and severely calcified left antebrachial artery. During inflation of a 4.0 x 20/40 sterling otw balloon catheter to 4 atms a balloon rupture occurred. The 4.0 x 20/40 sterling otw balloon catheter was removed intact. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(6). (B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).